Event description:
It was reported that a patient was implanted with an impella 5.5 and had some sustained ventricular tachycardia. The patient was treated with amiodarone and support was continued for 23 more days. The patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.